Event description:
The customer contact reported the device touchscreen is unresponsive. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical us. During testing at the user facility, the device touchscreen was unresponsive upon start up. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing an investigation at the user facility. During testing the device it was found that the touchscreen is unresponsive upon startup. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.